Event description:
A female patient's son called customer support to report that after changing out the battery, she received a prompt to press the response buttons. When the response buttons were pressed nothing would happen and the prompt continued to be displayed. Support had a lifecor patient service representative (psr) replace the monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The cause of the monitor not completing the start-up sequence was a defective front response button. The root cause of the damaged switch cannot be positively identified. The monitor was repaired, retested and restocked. No adverse event resulted from the faulty response button. The patient received a replacement monitor.